Event description:
The pt, a thoracic level paraplegic, was implanted with the vocare bladder system in july 1998. The system functioned properly for the first six months. The implant became infected along the cables and eventually was explanted.